Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the outer insulation was abraded at 50.1 cm - 50.2 cm from the connector pin. The lead abrasion is consistent with that produced by friction to another device.

Event description:
It was reported that the atrial lead exhibited high thresholds. The lead was explanted and replaced.